Manufacturer narrative:
H3. Product analysis determined that there was damage observed to the ends of the catheter. It was unknown how or when this damage occurred. Due to the damage to the catheter, the catheter could not be tested for leak or patency testing. Proteinaceous debris was observed on the exterior and interior of the catheter. Due to the amount of proteinaceous debris, testing could not be performed on the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a shunt. It was reported the lumboperitoneal shunt was placed on (B)(6) 2024. The notes from the implant stated that the peritoneal catheter was not patent after tunneling to the abdomen wound (no free flow cerebrospinal fluid seen). There was no kinking seen. The abdomen catheter was disconnected from the shunt and was found that all proximal parts were patent. The abdomen catheter was removed from the patient and was replaced with a bactiseal catheter from another manufacturer. The patient then experienced a sudden recurrence of headaches recently with no history of injury or contact sport. X-ray and CT scan found that the lumbar catheter had fractured at the l3/4 inside the interspinous space. The damaged shunt was replaced and replaced with a new set on (B)(6) 2024. The patient's status at the time of the report was alive-no injury.